Event description:
It was reported that during the procedure, the dragonfly opstar imaging catheter was advanced into the left anterior descending (lad) artery over an unspecified balanced middle weight (bmw) guide wire (gw), and pullback was completed without issue. The device was attempted to be removed after successful use; however, it was stuck with the bmw guide wire. The dragonfly and bmw devices had to be removed as a single unit as the devices could not be separated and could not be used with any other devices. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record was unable to be performed as there was no batch/lot number provided. Additionally, a review of the complaint history was also unable to be performed due to the lack of batch/lot. Based on the information provided, the reported difficulty removing the catheter appears to be due to circumstances of the procedure. It is likely that the patient anatomical condition(s) or use techniques employed caused the difficulty removing the catheter; however, this could not be confirmed. It could be that the guidewire being used became damaged or inadequately performed; however, these conditions also could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 are filed under separate medwatch report number.